Event description:
Related to MFR report # 2183959-2012-00375. Related to MFR report # 2183959-2012-00376. The pt was implanted with monarc sling system on about (B)(6) 2010. The pt experienced mental physical pain and suffering, dyspareunia, erosion of bodily tissues and mesh, hardening, recurrent incontinence, and permanent injury. The pt underwent unspecific additional vaginal surgery.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.